Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the use guide: when you stop all insulin delivery, any active bolus and any active temp rate are immediately stopped. No insulin delivery can take place while your pump is stopped. If insulin delivery is stopped, resume insulin will be displayed. Make sure that the date and time on your t:slim x2 pump are correct.

Event description:
It was reported that the customer inadvertently forgot to resume insulin delivery after the cartridge change and woke up with the blood glucose (bg) in the 300s. The contact reported that the pump did not declare the resume pump alarm. The fill estimate was observed not to be accurate. During troubleshooting with tandem technical support (cts), the contact reloaded the cartridge and the fill estimate was accurate. The pump date was found to be off by one day. Cts assisted the customer with the date change. The cause of the incorrect date was not reported. Blood glucose was in the 300 mg/dl range.